Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a communication error at start-up which caused the system to lock up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event described in this complaint.